Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 is performing outside of established design performance specifications. The amplification curves of the discrepant results were analyzed. One sample was reported as positive and generated a valid result. However, there appears to be noise as evident by the spikes in the amplification curves. While the curve is abnormal, the result does not fail to meet product requirements. The samples also displayed an internal control flag as the internal control was out of range for this sample. A patient sample with positive amplification of target but failed internal control will produce a valid result with a flag for internal control failure. As a result, the sample was flagged by the instrument to notify the technician that the sample requires further review. The other samples were reported as positive and generated a valid result. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911. The complaint history review identified one additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 which is currently elevated and pending an investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported one false positive result generated on (B)(6) 2021 when running the alinity m sars cov-2 assay. According to the customer, the sample was retested and generated negative results on cepheid and roche 6800. The molecular application specialist (mas) reviewed the runs and identified that the sample had an internal control flag. It was confirmed by the customer that the positive result not was reported outside the laboratory. There was no patient management impact reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.